Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading was 152 mg/dl. She stated that the insulin pump was exposed to humid weather. Nothing further was reported.